Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system. During the procedure, while final tightening the set screws utilizing the offset ratcheting torque handle (39-ch-0008) with the t25, lock- screw torque driver, reform (39-rd-0060) the tip of the driver broke. The broken tip was removed and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - along with the t25, lock-screw torque driver, reform (39-rd-0060), an offset ratcheting torque handle, believed to be in use at the time of the tip failure was returned. Initial evaluation noted the ratcheting torque handle ratchets freely left, right and locks in the middle. It also tested below the specified torque range of 106 in/lbs +-10%, with an average reading of 85.17 in/lbs. The tip fracture on the driver is skewed at an angle relative to the driver's longitudinal axis. This type of fracture is indicative of failures due to combination loading (torsion in combination with bending moments). Multiple fracture planes are observed in the break region. It is unknown if the fracture was strictly due to loading conditions during this procedure or if crack initiation had been initiated from prior applied loading. Review of device history records for the 39-rd-0060 lot 12407ps, found a total of twenty-six (26) pieces of this lot released for distribution on 1/16/2017 (6pcs) and 2/3/2017 (20pcs) with no deviation or anomalies that would contribute to the reported failure. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system. During the procedure, while final tightening the set screws utilizing the offset ratcheting torque handle (39-ch-0008) with the t25, lock-screw torque driver, reform (39-rd-0060) the tip of the driver broke. The broken tip was removed and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
D4: serial number: not applicable. H3: device evaluation in process. A follow-up report will be submitted upon completion.